Manufacturer narrative:
Devices were returned without any suture or ts. A review of the device history records which confirmed that no abnormalities were reported with this product during manufacture all components passed all manufacturing and quality verifications. Our internal quality records associated with the involved product, according to our internal records associated with the involved product no other complaints have been reported for this manufactured lot. No root cause found after evaluation. (B)(4).

Event description:
The suture broke before the knot being tight. Pieces not removed. E-mail confirmed the surgeon put only 2 fast-fix instead of 4 because of the breakage which occurred before the tightening of the suture. Only 2 devices were used properly implanted (4 implants). The 2 others were unsupported. A knot pusher was used.